Event description:
It was reported that during a pelvic fracture procedure, the ratcheting handle fell apart in the surgeon''s hand. Broken fragments were retrieved. Surgeon used a screwdriver to complete the procedure with further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the handle separated from the cap and adapter. In order to separate the cap and adapter, a small pin has to be inserted in the small hole located in the cap between the forward and reverse arrows to depress the internal plunger. Once the plunger is depressed, it released the locking function and the cap can be removed to reveal the internal components. The instrument conformed to all the required specifications and the synthes incoming final inspection. The complaint condition is due to an unknown cause. The disassembly of the instrument is unknown. Based on these determinations, this reported failure is not associated with the manufacturing processes. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that this report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).